Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator stored electrocardiogram transmissions, revealed episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No device intervention was performed but programming changes were discussed.